Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch error was confirmed and reproduced as a door not fully latched message while attempting to run a test infusion. This condition was caused by the force needed to close the door being above expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported a spectrum pump had a door latch issue during biomed testing. It was also reported there was no patient involvement.